Manufacturer narrative:
The reported event was ¿not able to remove the atrial lead from the header of the old device as the screw appeared to be stripped¿. Final analysis found that as received, a partial lead (only connector portion) was returned in one piece. The connector pin, sealing ring, and connector ring diameters were measured within specification. Unable to perform the lead to device insertion test due to the condition of the partial lead as received. Visual inspection of the partial lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to clinic for the device downgrade procedure. During the procedure, it was discovered that the atrial lead could not be removed from the header. Also, it was found that the pacemaker's setscrew was stripped. The physician had to cut the lead at the header and capped the lead on (B)(6) 2024. The pacemaker was explanted and replaced. There were no patient consequence reported.